Event description:
It was reported that a patient came into the clinic coughing profusely. The patient was x-rayed and it was found that there were loose fragments of bones and 5 screws had backed out of the plate. The screws were intact. Patient had exploration surgery on (B)(6) 2015 and all hardware was recovered and removed. The plates were removed still attached to the bones. During surgery, four (4) plates were removed and all screws. Plates and screws were still attached to the bone that came out in pieces. All plates were still connected to the bones when removed. As patient had an insignificant amount of bone to place new hardware, it was decided that patient will be scheduled for a soft tissue flap on (B)(6) 2015. This complaint involves 4 plates and 45 screws. This is report 2 of 5 for (B)(4).

Event description:
It was reported that the patient received the planned soft tissue flap on (B)(6) 2015.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc . Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.